Event description:
Symptoms/ae: groin ooze, hematoma. Time of symptoms/ae: after vessel closure. Device malfunction: none. It was reported that a physician achieved arteriotomy closure of the femoral artery using the starclose se device after an intervention procedure. Reportedly, post-procedure, a "small hematoma" developed and the groin oozed. Manual compression was applied for 45 minutes to resolve the groin ooze. There was no reported treatment for the "small hematoma." There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.